Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the product for evaluation on february 6, 2019. The initial visual inspection revealed that the product had reddish-black material on the catheter tip. The product analysis lab analysis showed that the substance on the tip of the catheter was char. The issue of char is considered a not reportable event as there is no risk to the patient. However, the complaint remains reportable for the foreign material on the tip of the catheter originally reported. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia - left (l-idvt) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and noted foreign material on the tip of the catheter. A "black spot" was noted on the tip of the catheter, which they stated was "not char". During the procedure, a magnetic distortion error appeared on the carto 3 system when the catheter was in use. Also, during ablation there was no impedance reading from the catheter. When the cable was exchanged it was noticed that a pin was broken off, perhaps in the catheter hub. The device was visually inspected, and it was found that reddish material (char) on the dome, connector was found in good conditions. Magnetic sensor was tested on carto and the catheter was properly visualized, no errors were observed. Then, catheter was tested for electrical performance and generator compatibility and it was found within specifications; an irrigation test was performed, and the device passed, no occlusion was observed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. The customer complaint was confirmed. The catheter passed all specifications. The root cause of the reddish material (char) on the dome cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures, char is a physical phenomenon of radiofrequency and it can be the normal result of an ablation process. However; an internal corrective action was created to investigate this issue. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30112223l number, and no non-conformances related to the reported complaint condition were identified. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia - left (l-idvt) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and noted foreign material on the tip of the catheter. During the procedure, a magnetic distortion error appeared on the carto 3 system when the catheter was in use. Also, during ablation there was no impedance reading from the catheter. When the cable was exchanged it was noticed that a pin was broken off, perhaps in the catheter hub. The cable exchange did not resolve the error. The thermocool® smart touch® sf bi-directional navigation catheter was then exchanged and the error resolved and impedance readings were present. The carto 3 system was operating per specifications. A "black spot" was noted on the tip of the catheter, which they stated was "not char". The procedure was continued successfully. There was no patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The magnetic distortion error was assessed as not reportable. The incidence of magnetic sensor error was easily detected by the user. The catheter was inoperable, since it cannot be visualized on the carto 3 system. The user will have to replace the catheter. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The impedance and broken pin issues were assessed as not reportable. The device can not be used. The most likely consequence would be an intraprocedural delay. The potential that they could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The foreign material on the tip of the catheter was assessed as a reportable issue.

Manufacturer narrative:
The investigation was re-opened as the evaluation of the error 402 was inadvertently omitted. The investigation was completed on july 4, 2019. Magnetic sensor was tested on carto and the catheter was properly visualized, however, error 402 was visualized intermittent. The root cause of the error 402 cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. For error 402 the root cause could be related to an interference in the pc board and the interaction between the device and the equipment, however, this cannot be conclusively determined. Manufacturer's reference # (B)(4).